Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during service and evaluation, it was determined that the internal hose of the device was disconnected from the motor. It was further determined that the device failed loctite assessment for modified set screws; and that a functional assessment could not be performed. It was further determined that during repair, it was observed that the hose barb was detached at the inner seal housing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.